Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to product location is unknown. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported a patient underwent initial knee arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised for migration of screw. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Implant date: 2013. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately five years post-implantation due to a migration of screw. Attempts have been made and no additional information is available.